Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the reported issue. Following the evaluation of the device, the fse replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The touchscreen was returned to failure investigation for analysis. The electrical testing was out of specification; intermittent unresponsive regions all over the touchscreen were observed. The customer's alleged malfunction was confirmed.

Manufacturer narrative:
Date of report: 21jun2021. There was no patient involvement.

Event description:
It was reported to philips that while the device was being checked by the hospital medical engineer (me), an anomaly was observed in the touch panel; calibration was carried out, but the phenomenon persisted. There was no alarm occurrence. The device was not in clinical use at the time of the event. This issue occurred during pre-use checking. No medical intervention was reported. No delay in therapy was reported. There was no report of patient or user harm/impact.